Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, underweight, black particles mold like appearance on the surface of the shell, delamination of the plug strap. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius assessed as surgical damage. Delamination of the plug strap 100% assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.